Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. - the bending section of the subject device was broken due to excessive force applied to the bending section. - when the bending section of the subject device was fixed, the bending section of the subject device was twisted by an excessive force. - when the bending section of the subject device was fixed, the bending section of the subject device was bent sharply by an excessive force.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the internal metal wire had been broken and exposed from the bending section of subject device since the bending tube sheath was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.